Manufacturer narrative:
Concomitant products: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-28, lot# va0h9n5, implanted: (B)(6) 2014, product type: lead. (B)(4).

Event description:
It was reported that the area of the patient's implant was sore, burning, and sensitive to touch which started 2 to 3 days ago. The patient spoke with their health care provider's (hcp's) office and they told them to call the manufacturer. It was confirmed that the area was not red or pink and the patient's hcp's office told them to change the program. It was noted that the patient changed from program 1 at 0.7v to program 2 at 1.8v. The patient was on program 3 and changed to program 1 yesterday because program 3 was too strong. It was reported that the patient was urinating a lot and had severe diarrhea today since they changed the program yesterday afternoon but they had a little diarrhea before changing the program yesterday morning. The patient was not sure if they were getting good symptom relief from the setting and felt that it was still annoying and lower down by the bowel.